Manufacturer narrative:
.

Event description:
The patient reported experiencing blurred vision, confusion, memory impairment, urinary retention, and increase in blood sugar, mood wings, a color change in a tooth, feeling of being "paralyzed", muscle cramps, muscle spasms, pain in her shoulders and arms and continued back pain while receiving treatment with prialt. The patient began receiving prialt monotherapy for treatment of back pain in late 2006. Approximately 1-2 weeks after beginning treatment with prialt, the patient began experiencing symptoms. These symptoms have improved following 2 or 3 dose reductions. The patient is currently receiving a prialt dose of 1.5 mcg/day following a dose reduction in 2007. Approximately 5 or 6 weeks ago, the patient began experiencing pain and cramping in her shoulders and arms which has not yet resolved. The patient also continues to experience back pain which intensifies with any increase in activity. In addition, at some point after beginning prialt therapy, one of the patient's front teeth "turned black" in color, and during a routine check-up, the patient's blood sugar had increased from "less than 100 to over 100". Concomitant medications include percocet and lidoderm patches. The patient will be seeing their physician and plans to ask tha prialt be discontinued.